Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. In addition, lbbb usually indicates underlying cardiac pathology. It is seen in dilated cardiomyopathy, hypertrophic cardiomyopathy, hypertension, aortic valve disease, coronary artery disease, and a variety of other cardiac conditions. Almost any disease process that affects the left ventricular muscle (as noted) can lead to lbbb. Although a known complication of the tavr procedure, literature search reveals that new-onset bundle branch block has also been reported in 16% to 32% of patients following surgical avr. According to literature review, and as documented in edwards lifesciences clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it is possible that in addition to the procedure itself, the patient¿s underlying cardiac pathology may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per initial report, cardiac frequency post valve deployment showed an lbbb that required on demand temporary pacemaker. Additional information was received indicating the patient required a permanent pacemaker on post-operative day 3.

Manufacturer narrative:
Two valves were implanted during the procedure, however, it is unknown what valve was implanted first; therefore the information for both valves is being included: 9300tfx23/sn# (B)(4)/mfg 29-jun-2016/exp 19-may-2018 and 9300tfx23/sn# (B)(4)/mfg 17-jun-2015/exp 26-may-2017. Per the instructions for use (IFU), valve malposition and paravalvular leak requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition cannot be determined, however, device manipulation may have contributed to the event. The pvl was likely caused by the malposition of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the 23mm sapien xt valve was deployed in a too ventricular position, resulting in moderate paravalvular leak (plv). A second valve was deployed. The valve was positioned in the aortic annulus. During valve deployment, the valve unexpectedly moved ventricular and ended up too ventricular causing moderate pvl. Post procedure echo and angio showed that the sapien xt valve was in the lvot. The patient maintained limited hemodynamic parameters, supported by pressors. After discussion by the team, it was decided to implant a second valve. Another 23mm sapien xt valve was implanted. Repeat echo showed good results with no residual pvl and ¿free¿ coronary ostium. The patient had good hemodynamic parameters at the conclusion of the case. The patient¿s native aortic annulus measured 17mmx24mm by CT and had an area of 337.2cm². The native annulus had mild calcification, moderate leaflet calcification and moderate root calcification. The sinotubular junction (stj) measured 26m and was severely calcified. The sinus of valsalva (sov) measured 29mm. The image intensifier angle and the coaxial alignment of the delivery system and valve was described was described as good, ventilation was not held and there was no loss of pacing capture during valve deployment. The malposition is perceived to have been caused by device manipulation. During deployment, the operator did not accurately grasp the delivery device during the valve release.